Manufacturer narrative:
Age at lcig initiation median 70 range (56-80). Sex (m/f%) 40/19. The specific upn and lot were not reported; therefore, the manufacture and expiration dates are unknown. Literature article: m. Zibetti, et al. " levodopa/carbidopa intestinal gel infusion in advanced parkinson's disease: a 7-year experience." Doi:10.1111/ene.12309. (B)(4). The devices have not been received for analysis; therefore failure analysis of the complaint devices could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Boston scientific corporation became aware of adverse patient events through the article "levodopa/carbidopa intestinal gel infusion I advanced parkinson's disease a 7-year experience." Written by m. Zibetti, et al. According to the literature, the aim of the study was to determine the safety and efficacy of levodopa/caribidopa intestinal gel (lcig) infusion, as it is nowadays becoming an established therapeutic option for advanced parkinson's disease (pd) patients with fluctuating symptoms unresponsive to conventional oral treatment. As the implementation of lcig therapy is increasing, there is a need for safety and efficacy data from current clinical practice. The study took place between (B)(6) 2005 and (B)(6) 2012 and included 59 patients total, of these patients, 39 were implanted with a boston scientific endovive ttp jejunal feeding tube. The other patients were implanted with non-bsc ttp jejunal tubes. Of the 59 total patients, seven died of causes unrelated to the lcig infusion after a lag time of 34.0± 28.4(mean ± standard deviation) months (range5-78 months) from the start of infusion at an age of 73.9 ± 4.0 years. It is unknown if the deaths were related to the use of the boston scientific endovive ttp jejunal feeding tube; however the causes of death were reported to be aspiration pneumonia (n=3), general wasting (n=1), intestinal occlusion (n=1), complicated bladder carcinoma (n=1) and complications after hip fracture (n=1). The causes of death that could possibly be related to the boston scientific endovive ttp jejunal feeding tube are the aspiration pneumonia and intestinal occlusion if the ttp jejunal tube had become blocked/occluded.

Event description:
Boston scientific corporation became aware of adverse patient events through the article "levodopa/carbidopa intestinal gel infusion I advanced parkinson's disease a 7-year experience." Written by m. Zibetti, et al. According to the literature, the aim of the study was to determine the safety and efficacy of levodopa/caribidopa intestinal gel (lcig) infusion, as it is nowadays becoming an established therapeutic option for advanced parkinson's disease (pd) patients with fluctuating symptoms unresponsive to conventional oral treatment. As the implementation of lcig therapy is increasing, there is a need for safety and efficacy data from current clinical practice. The study took place between may 2005 and december 2012 and included 59 patients total, of these patients, 39 were implanted with a boston scientific endovive ttp jejunal feeding tube. The other patients were implanted with non-bsc ttp jejunal tubes. Of the 59 total patients, seven died of causes unrelated to the lcig infusion after a lag time of 34.0± 28.4(mean ± standard deviation) months (range5-78 months) from the start of infusion at an age of 73.9 ± 4.0 years. It is unknown if the deaths were related to the use of the boston scientific endovive ttp jejunal feeding tube; however the causes of death were reported to be aspiration pneumonia (n=3), general wasting (n=1), intestinal occlusion (n=1), complicated bladder carcinoma (n=1) and complications after hip fracture (n=1). The causes of death that could possibly be related to the boston scientific endovive ttp jejunal feeding tube are the aspiration pneumonia and intestinal occlusion if the ttp jejunal tube had become blocked/occluded. Additional information received on november 27, 2017.it was confirmed by the physician that the seven (7) patients who died during the study were not implanted with bsc endovive ttp jejunal feeding tube devices.